Event description:
It was reported that a spectrum infusion pump shut down without user input while infusing on a patient. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom shuts down without user input, determined to be caused by a failed power cord with intermittent connection. The failed power cord was replaced.